Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter produced inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2019, he obtained alleged inaccurately erratic readings of ¿110 and 44 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient did not specify what medications he uses to manage his diabetes but explained that he followed his normal diabetes management routine in response to the alleged product issue. He explained that before the product issue began, he was experiencing ¿dizziness and blurry vision¿ and self-treated by eating a candy. The patient denied performing a blood glucose test on any other devices. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The csr noted that the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as he did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event based on the following conclusions: although the patient developed symptoms suggestive of a serious injury adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient was symptomatic prior to the alleged issue. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.